Event description:
The initial report indicated that when the physician tried to use enterprise 28 the enterprise didn`t advanced through the y-connector that was connected microcatheter (prowler select plus st). However, when the product was received for analysis, the enterprise system/stent was received inside the introducer and once exposed, the 2cm of the distal end was unraveled. After the event, a guidewire was inserted to exchange the microcatheter in order maintained target site; however the same microcatheter was utilized to complete the procedure. Prior and after removal from the package, the products were not damaged, and all products were prep per labeling instructions. The y connector or tuohy was open to facilitate insertion of the enterprise system, and the enterprise system didn't advance at the mc hub. However, it was reported that the enterprise introducer was completely seated in the microcatheter hub; additionally the y connector or tuohy was closed after the introducer was correctly seated in the hub and prevent movement. A constant flush was maintained at all times through all the systems. Prior to shipping, no other damages were noted on the enterprise (unraveled/stretched), delivery system or microcatheter. No further information was available.

Manufacturer narrative:
One non sterile enterprise vrd and delivery was received in a plastic bag. The guidewire was in the protective tube and the stent was also inside. No anomalies were observed. The unit was inspected under microscope and it was observed that a 2 cm section of the coil wire was unraveled at 35.5 from distal end. The unraveled condition found in the coil could be related to the shipping and/or storage of the sample during the decontamination process. Functional analysis could not be performed according to (B)(4) due to the unraveled condition. Lake region lot number 01424848 is cordis lot number 01424848. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01424848. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. This packaging lot contained 150 units, which were shipped from lake region medical on july 22, 2010. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The complaint reported by the customer as: "delivery wire- impeded" could not be evaluated due to the received conditions of the device. Neither the DHR nor the product analysis suggest that the reported failure could be related to the manufacturing process. The records indicated that the product met specifications prior to shipment; therefore no corrective or preventive actions will be taken at this time.